Manufacturer narrative:
It was reported that the patient has instability. A revision surgery is planned to exchange the poly inserts. The surgeon will perform exploration and debridement of the surgical site during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has instability. A revision surgery is planned to exchange the poly inserts. The surgeon will perform exploration and debridement of the surgical site during the procedure.